Event description:
During a procedure, those present reportedly observed "shiny particles floating in the bladder" of the pt. One of the particles was retrieved, the bladder then flushed, and the procedure continued. The following day the retrieved particle was identified as a metal composition.